Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Although there is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after the completion of a right transcarotid artery revascularization (tcar) procedure, the patient experienced a stroke and was hemiplegic. Additionally, the patient had left-sided weakness before the procedure and experienced worsened symptoms. Due to the amount of debris on the enroute neuroprotection system filter, it was assumed that the stroke was embolic and likely caused by the tcar procedure.